Manufacturer narrative:
(B)(4). D10: item# 115395; lot# 67417968. Item# 180550; lot# 67328212. Item# 180551; lot# 67351084. Item# 115310; lot# j7920246. Item# 110031399; lot# 67299506. Item#110031426; lot# 65552597. Item# 113610; lot# 67107400. Item# 113022; lot# j7773107. Item# 118001; lot# j7619909. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the pmi group that a patient underwent an initial right shoulder arthroplasty eleven (11) months ago. Subsequently, the patient underwent stage 1 of a 2-stage revision approximately five (5) months post-implantation due to poor bone quality/bone loss. During the stage 1 revision, the patient was converted to a hemi and received a bone graft while waiting for a pmi vrs to be made. Patient is currently awaiting a custom device and the revision has not yet been scheduled. Attempts have been made and no further information has been provided.